Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Based on the information reviewed, a conclusive cause for the reported death could not be determined. The tissue damage appears to be related to procedural conditions. The reported patient effects of death and tissue damage as listed in the listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Dates of death, event, tests, and implant: dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report during the procedure, chordal rupture occurred and post procedure, the patient had sudden death. It was reported via literature review that the mitraclip procedure was performed on unknown date to treat functional mitral regurgitation (mr). Two clips were implanted. Chordal rupture occurred during placement of second clip. The patient died from sudden death, 92 days post procedure. Additional details are captured in the article titled, failure of acute procedural success predicts adverse outcome after percutaneous edge-to-edge mitral valve repair with mitraclip. No additional information was provided.